Manufacturer narrative:
(B)(4) updated model/lot #; lot number 25071804. (B)(4) updated sections: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Device evaluation: the fiber of unknown identity was received in the factory for evaluation on march 1, 2016. The 17 cm 138 filament fiber was inspected and photographed. The foreign matter is not in a good condition, it is matted in blood and it was subject to abrasion. There are broken filaments and it appears to have been heat set. An inspection of the unknown fiber was conducted by engineering to determine if the fiber could have been incorporated into the structure of the graft. The analysis showed that the fiber was not incorporated into the graft structure. There was no evidence that the structure or integrity of the graft or the collagen was compromised. Testing of the unknown fiber was completed and the ftir spectra analysis identified the material as (B)(4). A review of the manufacturing process identified that there is no nylon in the graft itself. (B)(4) is used in the manufacturing process during the heat setting process but is not included in the physical structure of the graft. The physical characteristics of the unknown fiber are consistent with the physical characteristics of the stock fiber that is used during the manufacturing process. Therefore, a sample of the stock fiber with lot number and certificate of conformity was obtained for ftir testing and comparison. Testing of the stock fiber used in the manufacturing process was completed and the ftir spectra analysis of the stock fiber identified the material as (B)(4). The two materials are different. The unknown fiber did not originate from the device manufacturing process. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications. The complaint is unable to be confirmed because the test results show that the unknown fiber is not the same material as the nylon fiber used in the device manufacturing process.

Event description:
The product was used for the procedure conducted for abdominal aortic aneurysm on (B)(6) 2016. During procedure, foreign matter was noted on the product. The foreign matter seemed like the material of the graft. The product was implanted in the patient. Only the foreign matter will be returned for investigation. Evaluation letter is urgently requested.

Manufacturer narrative:
Mar. 07, 2016 10:08 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
Feb. 09, 2016 10:03 am (gmt-5:00) added by (B)(6): the product was used for the procedure conducted for abdominal aortic aneurysm on (B)(6) 2016. During procedure, foreign matter was noted on the product. The foreign matter seemed like the material of the graft. The product was implanted in the patient. Only the foreign matter will be returned for investigation. Evaluation letter is urgently requested.